Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 262mg/dl. It was stated that the customer experienced nausea, vomit, indigestion, and heartburn. Troubleshooting was not performed as caller feels the insulin pump was not the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.